Event description:
During follow-up, the patient experienced diaphragmatic stimulation. Diagnostic imaging was performed and confirmed that the diaphragmatic stimulation was caused by dislodgement of the left ventricular (lv) lead. During lead revision, the lv lead was successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.